Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found the device header was separated from the case of the device and the header was in three pieces. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. Electrical testing of the device was unable to be performed due to the damage to the header. However, data in the device memory was reviewed, which included a forced lead impedance measurement confirming in range impedance values that indicates the header was fully attached to the device while implanted. Analysis concluded that the difficulty in lead removal was a result of silicone to silicone bonding.

Event description:
Boston scientific received information that during a device replacement procedure, the lead was found to be stuck in the device header. Subsequently, a bone cutter was used to cut the back end of the header and the lead was reused. This device was explanted and returned. No adverse patient effects were reported.